Event description:
Patient experienced scabbing (expected reaction from hair removal laser treatment), but is reportable because it was caused by user error and has not yet healed.

Manufacturer narrative:
This incident involved user error because the scabbing was a result of the operator not cleaning the debris off the optics during laser treatment. Treatment was not within guidelines. There was no medication prescribed and no problem was found with the laser. Scabbing is an expected reaction from laser treatments, but is reportable in this incident because of user error.